Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer reported that blood glucose level was 260 mg/dl at time of incident. Customer reported that her blood glucose level was 400mg/dl and when she checked her blood glucose level again it was over 600mg/dl and she give 5 units of manual injection also reported for the bent cannula. Troubleshooting was performed for high blood glucose level. The product will not be returned for analysis.